Event description:
It was reported that during training/demo, a kenco driver encountered an ergonomics error on the surgeon side console (ssc) of the da vinci 5 system. The error prevented the driver from adjusting the ergonomics and stowing the console in the correct position, which impacted the ability to load the ssc for transport. The issue persisted despite multiple power cycles and attempts to resolve the fault, and further troubleshooting was required. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer inspected the system and discovered minor charring to one pin in the male side of the power cable connector at the motor. The connection was cleaned and exercised to clear the charring, which allowed the surgeon side console to resume normal function. This fix was performed as a temporary measure due to the lack of available parts to replace the column motor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope system controller (esc) and surgeon side console (ssc) vertical motor module. Isi did receive both da vinci products involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated error 319 on esc and error 23062 on ssc vertical motor module. Visual inspection was performed on the motor module and found the pins on the cable connector are misaligned, which caused the connectivity issue on the motor module. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.